Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history (lot) part number: 04.615.124s synthes lot number: h301844 supplier lot number: n/a release to warehouse date: 06-mar-2017 expiration date: 01-feb-2027 manufactured by synthes monument review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No non-conformance reports (ncrs) were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected date of implant in the event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient had a cervical posterior fixation procedure on (B)(6) 2017. A year after the surgery, the surgeon recognized via x-ray on an unknown date that an unknown screw and screw head were popped-out but were not broken. The revision surgery is not planned yet. Patient consequence was unknown. Concomitant device: rods (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Additional product codes kwp, mnh, mni. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had a cervical posterior fixation procedure on (B)(6) 2018. A year after the surgery, the surgeon recognized, via x-ray on an unknown date, that an unknown screw and screw head were popped-out but not broken. It is unknown how the issue was discovered. The revision surgery is not planned yet. Patient consequence is unknown. Concomitant device reported: unknown rods (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.0mm ti cancellous polyaxial screw 24mm for 4.0mm rods. This is report 1 of 1 for (B)(4).